Event description:
Event was reported to caldera medical by an atty. The patient experienced stress urinary incontinence, urge incontinence, bleeding and intercourse is painful. No further info has been provided.